Event description:
The reporter contacted lifescan on (B)(6), 2012 alleging that the ot ping was reading inaccurately high and there was a variance between the results. There is no indication that the product caused or contributed to an adverse event. The reporter confirmed that there were no symptoms or treatment received. The patient obtained results such as 500 mg/dl and 480 mg/dl. This complaint is being reported because of the alleged inaccurate high results.